Event description:
According to the reporter: the jaws did not open after firing on tissue. Another device was applied above the one being locked to remove it from tissue.

Manufacturer narrative:
Tracking number (B)(4). Initial report sent to FDA on (B)(4) 2012.